Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the device was interrogated and it was noted that there were episodes of increased impedance, high sensing values, and high capture. No intervention was performed and the patient was stable and will continue to be monitored via follow-up.